Event description:
It was reported that when using the pyxis medstation es system, encountered new orders that are not overlapping. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported as a software malfunction. A technical support specialist verified the customer's authorization to grant remote access and also enabled the disabled account in order to address the issue. The device functioned as intended after the technical support specialist troubleshot the device.